Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. As a result the customer went to the emergency room (ER) due to a blood glucose level that was 350 mg/dl. Customer only consumed water as treatment while in the ER, and was released on (B)(6) 2021 with no permanent damage. Customer reverted to manual injections for insulin therapy.